Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) just froze and stopped and alarming. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Getinge have not been contacted by the hospital to come repair the device. They have cs300 trained biomed on-site and are handling. In the event of receiving any call from the hospital or any repair information is provided, a supplemental report will be submitted.